Manufacturer narrative:
(B)(4).

Event description:
It was reported that "incident occurred on (B)(6) 2026, in the medical intensive care unit. After the insertion of a central venous catheter in the left jugular vein, it was observed that the length of the catheter inserted (16 cm) did not match to the indication on the secondary packaging (20 cm). This incident had no consequences for the patient. A x-ray was performed to confirm the correct placement of the device. After this incident, the unit's stock from this lot# was checked and no other issue was observed." The patient's current condition is reported as "fine".